Event description:
After submission of the initial MDR, product was received on 10/16/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5 describe event or problem - correction h2: correction h6: health effect - impact code - correction

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.